Manufacturer narrative:
Product event summary: performance data was collected and analyzed. Analysis of the data indicated atrial pacing capture threshold was elevated. Beginning (B)(6) 2015 maximum atrial threshold measured 1.625 v and then varied between 0.75 and 2.5 volts.

Event description:
It was reported that the right atrial (ra) lead had exhibited a high threshold and then non-capture due to dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.